Manufacturer narrative:
The insulin pump was monitored and no blank display noted. The insulin pump was received with normal operating currents. No damage was found on the lcd isolation tape noted. However, the insulin pump had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer's nurse reported that the pump will work for while and it will go off and sometimes it won't come back on. The customer received a battery cap last year. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.